Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labeling review the complaint for valve interacts with conduction system was unable to be confirmed. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no pra nor preventative or corrective actions were required. No device nonconformities were found in the DHR. Unable to distinguish if the evoque system or guidewire caused the conduction disturbance. No imaging available to evaluate conduction disturbance. Event may have potentially been influenced by patient health factors; however, a definite root cause is unable to be determined.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 52mm evoque procedure in tricuspid position where on post-operative day 1, an internal temporary venous pacemaker was implanted.